Event description:
Customer reported the following complaint against peri-guard: ?bubble? We talk about bubble when the protective film has raised under the cover and has formed a bubble or the protective film has completely shifted. Mostly shifts of the film also result in a shift of the lid. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter synovis obtained additional information from the distributor. Actual sample for this product lot was not available however a representative sample was reviewed at the distributor facility. Upon further investigation, it was determined that no defect was identified and the product was deemed acceptable. Follow-up medical assessment summary: we received confirmation from the engineering team that there are two known characteristics of jarred product packaging that appears as "bubbles": as the jars are filled with sterile water they are not to the brim leaving a small air space between the fluid level and cap. When the jar is inverted it will appear as a bubble and our inspection guideline is the air space should be less than 50% of the bottom of the jar to ensure there is sufficient liquid in each jar. This also allows for a small amount of compression of the jar without causing a leak when the jar is mishandled or experiences extreme shipping forces. Moisture between the cap and liner is a normal artifact of the packaging design and manufacturing process. Given the packaging configuration, meaning the liner is not stuck down to the cap with adhesive, there is no way to keep the space between the liner and cap dry. The sterile barrier is maintained by properly torquing the lid to ensure the liner is firmly seated/compressed to the jar rim. When the jar is inverted it will often appear to have a bubble between the cap and liner. This is a cosmetic issue. Both instances do not represent a breach of sterility. Therefore, if this were to reoccur, there is no risk for death or serious injury to the patient. Baxter synovis discussed the investigation results with the distributor. This is the first reported complaint of this nature for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Based on the available information, an assessment is not possible until the completion of the investigation. This case is being conservatively reported. The sample has been requested for evaluation and upon its completion, a follow-up submission will be sent.